Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device damages/breaks the k-wire. Therefore, the reported condition that the wire diameter of the device could not be changed was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling device would damage/break the k-wire, would not hold the k-wire, and had component damage. It was further determined that the device failed pretest for check the clamps, check the smallest diameter, check the cannulation, and general condition. It was noted in the service order that the wire diameter of the device could not be changed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.